Event description:
The dosi-fuser elastomeric ambulatory infusion 150d2 pump was intended to deliver the infusion over a 48-hour period; however, approximately 24 hours after initiation, only about 3 ml of solution remained in the reservoir. The patient subsequently developed a severe headache. A similar incident occurred in a second patient, with both pumps associated with lot number d250838. Pt: 1880. Device: 1311. Ref: mw5189788. This report captures dosi fuser elastomeric pump (150d2) #1.